Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for unrelated reasons. During that time, the implantable cardioverter defibrillator was interrogated and short pause episodes were noted. Undersensing was observed. No programming changes were reported. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: the previously reported device code of undersensing was incorrect. The correct information is oversensing.

Event description:
New information received noted the patient presented in clinic for follow up on (B)(6) 2019. It was noted that the previously reported device anomaly was due to oversensing. Additional oversensing was able to be reproduced in clinic. Programming changes were made. No further information was provided.